Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. As viewed through the sheath and located off the ball tip, the first and last secondary windings were compression and buckling damage. The microcatheter involved in the complaint was not returned. The coil was returned severely damaged. It is not possible to determine when this damage occurred. The evidence suggests that distal interference inside the microcatheter contributed to both the coil¿s resistance and becoming stuck inside the microcatheter. The source of this interference inside the microcatheter cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if that component contributed to the complaint event. Since there was no manufacturing issue determined to be related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
There was resistance in the sl-10 microcatheter and the deltaplush coil got stuck in the microcatheter. The microcatheter did not need to be replaced. The coil was found to be damaged during analysis. There was no serious injury or required intervention as a result of the event.